Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation. A piece of stopper was found in the vial, which comes from a coring during the piercing of the stopper. The hole is wide and corresponds more likely to the use of a canula, which has a larger diameter than a needle. The IFU shows how to pierce the stopper with a needle without coring the stopper. The reported event was confirmed, but the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that after preparing/loading the product, there are foreign bodies in the bottle, which are probably parts of the stopper caused by inserting the cannula. This was noted during prep and there was no patient injury.